Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed; in addition, the following reportable malfunctions were found during the device evaluation: no image due to damaged board. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "pigtail is not recognized, and the image is not displayed " malfunctions would likely be related to faulty board on the patient board set and the bad video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center has a bad separate-video connector and does not recognize the pig tail. It's unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.